Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that while the pt was on the dual drive console (ddc), the module got an alarm, and it was reported that the pump stopped working. The pt was switched to backup tlc ii driver. The ddc was removed from the svc until it can ve evaluated.

Manufacturer narrative:
The pt remains stable on bivad support. The device is being analyzed and we are awaiting the results. A supplemental report will be submitted when the MFR's investigation is completed. There is no further info available at this time.